Event description:
It was reported by the affiliate that the (1) tsb35 was used during a hysterectomy procedure. It was reported that the device would not cut and would not staple. The case was completed with another device and with no pt consequence.